Event description:
The patient's mother reported that pump power loss has been occurring over the past couple months.

Manufacturer narrative:
The pump was returned to animas for evaluation. Upon examination, the pump was found to exhibit a visible battery compartment crack. The battery cap threads were found to be stripped. The pump was powered on but was unable to maintain electrical connection. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A new battery cap was used for testing, and the pump powered up properly. A review of the pump history confirmed re-booting. The pump was evaluated and found to be delivering insulin accurately.